Manufacturer narrative:
H10: updated h6 (health effect - impact code and medical device problem code) h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned already deployed. The t1 anchor was returned with the device the t2 anchor was not. The suture had been cut likely due to being removed from patient. The needle doesn't appear to be bent, and no physical damage visible to the device. A functional evaluation revealed the actuator and deployment needle function as intended. A review of the customer provided image reveals the device was outside of original packaging. The device has been fully actuated. No visible indications of damage to device imaged. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during meniscus repair procedure, inside the patient, the ultra fast-fix assembly - curved t1 can't be secured and fall off. Nothing left in patient. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported. Preliminary results of investigation have concluded that t2 was already implanted in patient and it had to be removed which makes it a reportable event.